Event description:
It was reported that the patient experienced hyperglycemia documented at 401 mg/dl while using the ilet system after an occlusion alert occurred and insulin delivery was not resumed until prompted, with insulin drops observed upon disconnecting; troubleshooting and education were completed, and follow-up was planned. Investigation of this case revealed an unclear cause for the hyperglycemia. Symptoms included lethargy. Outcomes included elevated blood glucose without medical intervention based on the information provided. It was concluded that the cause of the hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.